Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head came right off into mouth [device breakage], no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via phone on (B)(6) 2016 that while using an oral-b power rechargeable toothbrush handle pro health (oral b pro health battery toothbrush) on (B)(6) 2016, the oral-b power oral care refill pro health for me came right off in his or her mouth. The reporter stated that maybe he or she was brushing too hard, but he/she had used the same exact brush before without this ever happening. The new toothbrush had been purchased 4 days prior to the incident. No symptoms developed.